Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article ""early results of the use of tantalum femoral cones for revision total knee arthroplasty"" (2011) by james l. Howard et al. Published by the journal of bone and joint surgery was reviewed. The article purpose: to determine the initial results associated with the use of porous tantalum metaphyseal cones for the treatment of severe femoral bone loss at the time of revision total knee arthroplasty. The article reports: a competitor porous tantalum metaphyseal cones were implanted during twenty-four revision total knee replacements. Of these, five of them were revisions conducted on depuy implants. Reasons for revision were given for all of these patients. Details of the primary surgeries outside of the reasons for revision surgery were not given. Therefore cement usage/ patella resurfacing is unknown in all cases. Depuy products involved: sigma ps complications: aseptic loosening (1), surgical intervention (1)" this is to capture the adverse events associated with the (B)(6) male.